Event description:
I had a bilateral total knee replacement using dupuy attune hardware. Since has loosened and had a left knee revision (B)(6) 2024 and now need a right knee revision scheduled for (B)(6) 2025. Being reimbursed for medical expenses and time off from work would have been a nice offer from the maker but instead never informed of any known defects until needing replacements. Very painful and not looking forward to a 3rd surgery on same body part.